Event description:
It was reported that during a ptca procedure, the movement of the gauge needle was not smooth. No pt injuries or complications occurred. Same case as mfg. Report no. 6000093-2000-00038.